Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device intermittently oscillated or ran in reverse without pressing the upper trigger, did not stop immediately and failed power test. It was further determined that the electronic control unit did not function properly, triggers were damaged and internal gear components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that the small battery drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device intermittently oscillated or ran in reverse without pressing the upper trigger, did not stop immediately and failed power test. It was further determined that the electronic control unit did not function properly, triggers were damaged and internal gear components were worn. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 12, 2010. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.